Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. H6: 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6: 4316 - the concluded cause is not adequately described by any other term.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2023, the patient experienced diabetic ketoacidosis (dka) due to an unspecified dexcom g6 malfunction that occurred an unspecified number of days after the sensor was inserted in an undisclosed location. According to the report, the patient was requesting the g7 device in place of g6 as she attributed g6 to her serious injury of dka. The patient declined to provide further details about the g6 malfunction she encountered or how it caused or contributed to the development of dka. The patient was reportedly hospitalized, but she declined to provide information about medical intervention required for the treatment and management of dka. At the time of the report, the patient was incredibly angry and still in the hospital. Data was provided for investigation but does not reflect the full investigation window. The allegation and probable cause could not be determined. No additional patient or event information is available.